Event description:
It was reported that a patient underwent revision surgery of a spectra penile prosthesis (spp) after requesting authorization for a change to improve comfort, as pain was experienced with the device. Therefore, the device was explanted and replaced with an inflatable penile prosthesis (ipp). There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Discomfort and pain are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of discomfort and pain are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient underwent revision surgery of a spectra penile prosthesis (spp) after requesting authorization for a change to improve comfort, as pain was experienced with the device. Therefore, the device was explanted and replaced with an inflatable penile prosthesis (ipp). There were no further patient complications.